Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/06/2016 with the following findings:.no evidence of short battery life was observed in the pump history. The pump electrical current draws were tested and were within specifications. Unrelated to the complaint, the battery compartment was found to be cracked above and below the bumper pad.